Event description:
The patient underwent surgery for retrieval of the retained catheter fragment. The patient had undergonea trial of intracatecal morphine in 2005. The dose was titrated up to 24mg/day of intrathecal morphine with a "significant decrease in her chronic pain without any side effects. The catheter fractured upon removal in 2005. The neurosurgeon noted that the "spinous processes between l.3 and l4 were very large and they basically touched each other and it was probably her spinous processes that just caused the compromise of the catheter that lead to its eventual fracture". The catheter fragment was removed intact. "She has had not sequela from that fractured catheter". The hcp planned to implant a pump in 2006. No further information was provided.